Manufacturer narrative:
The system was evaluated on 01mar2019. The field service engineer checked all of the connections and cables and performed functional testing. All the final tests (according to sp-st-0025, including sn-fd-0056 glm test) were successfully passed. System is certified ready for a clinical use. The engineer found no discrepancies and no interruption of the power supply during testing. Only an interruption to the stellaris power supply can cause the green front power switch button to turn off. The log files do confirm a power break as there are two consecutive power ons and no power off in between. The root cause for this break cannot be determined. The DHR has been reviewed and there are no anomalies. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A user facility in (B)(6) reported that the system shut down during surgery. There was no power for five minutes. Only the one stellaris is involved in the surgery room. It was plugged in an undulated wall plug. During those five minutes, the nurses checked all the cables, both consumables and the power cord. Then the front power switch turned back into green. They restarted the system and successfully achieved the surgery. No patient impact.